Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 441 mg/dl at the time of incident. The customer reported that a piece of the insulin pump came off, little ring was broken off. Plastic was broken. It was reported that the reservoir was able to lock in place. The insulin pump will be returned for analysis.